Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the continuous glucose monitor (cgm) did not declare an audible alert when the customer's bgs were outside of the preset threshold. There was no reported impact to the customer's blood glucose level. The current pump will continue to be used for diabetes management.